Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the distal conductor of the lead was extrinsically over-rotated. Additionally, the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleeve head and would not extend at time of analysis. The helix did not extend due to distal conductor distortion in connector due to over-rotation (spin). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received two shocks due to dislodgement of this implanted right ventricle (rv) lead. It was determined the lead had dislodged into the atrium. High threshold measurements were reported and a lead integrity alert (lia) was triggered due to oversensing. The lead was explanted and replaced. During the attempted implant of the replacement rv lead, the r-waves were not acceptable. Upon repositioning the lead, the helix would not extend after several turns. The lead was removed from the patient and an attempt to extend the helix was performed on the sterile table. The helix would not extend when outside of the body and was replaced with a new lead. No patient complications have been reported as a result of this event.